Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4). And CAPA:(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was not fully implanted. If explanted, give date: not applicable, as lens was not implanted, then not removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the patient¿s eye, had a loading issue. The iol would not advance although it was partially inserted. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes. Returned to manufacturer on: 6/4/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the plunger was advanced for delivery to the second detent mark and found locked and functional. The cartridge tip is deformed and with stress marks that indicate resistance of the lens during delivery. The lens was not returned. The pcb00 device was observed under microscope and traces of viscoelastic were observed in the cartridge. The reported issue could not be verified. There are no damages on the assembly; there is no visible gap. The assembly of the device returned was found correct. There is no indication of a product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.